Event description:
Customer reportedly received patient results of 17 mg/dl and 110 mg/dl within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller reported that either strip lot 471357 or strip lot 471635 was used for this event.